Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: analysis of the returned device identified: opening on radius, brown particles and underweight. A visual and microscopic analysis were performed which identified a sharp crease opening, wear abrasion, and fold creases. Based on the device analysis the final assessment is: a sharp crease opening on anterior and radius due to fold flaw opening.

Event description:
Healthcare professional reported a left side rupture and capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of pain and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "moderate" pain and being treated for a "breast infection." Healthcare professional reported a left side rupture. No indication revision surgery has occurred. Device remains implanted.

Event description:
Device has been explanted.